Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2015-01931.

Event description:
Allegedly, the surgeon found the head had removed from the neck on x-ray on (B)(6) 2015; a revision surgery was performed on (B)(6) 2015.